Manufacturer narrative:
Analysis on the returned probe resulted in an electrical failure. Analysis states that when the probe was connected to a known good system, the probe had no led's firing. Other relevant device(s) are: product ID: 9733879, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when the instrument was connected to the navigation system, the navigation system froze. There was no patient present when this issue was identified.